Event description:
According to the reporter, during laparoscopic procedure, on the right lower lobe volume reduction, when stapling the artery and the trachea, the devices had problems. The distal portion of the staple line was incomplete. The component device's handle broke off. It resulted in longer procedure time and much more cost - one more handle, one more reload, one tachosil and one tissucol, one suture. The artery and trachea were closed with a new stapler. The trachea tissue was damaged while the stapler was closed and fired without staples positioned into tissue. Damaged tissue had to be sutured by hand and seal with tachosil and tissucol. Patient stayed one more day in hospital.